Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out of the pump. Customer also indicated that they are unable to exit the priming loop. Customer does not recall any significant events leading to the error. Customer's blood glucose was 84 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump was received unable to prime unit during the prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor also, with corroded battery tube. The insulin passed displacement test. The drive support was inspected and no anomaly noted. The insulin pump had minor scratches on lcd window.